Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible due to no physical sample was received. The user report and provided image contains information regarding catheter material deformation / peeled tube / break. After review of the provided images the reported malfunction cannot be confirmed. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During the initial aspiration, which lasted approximately one minute, the machine¿s sound noticeably stuttered. The director then decided to remove the catheter for flushing. Upon removal, peeling and kinking were observed on the catheter body. The procedure was subsequently completed using another device. Also, there was fracture at the head end. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During the initial aspiration, which lasted approximately one minute, the machine¿s sound noticeably stuttered. The director then decided to remove the catheter for flushing. Upon removal, peeling and kinking were observed on the catheter body. The procedure was subsequently completed using another device. Also, there was fracture at the head end. There was no reported patient injury.